Manufacturer narrative:
An event regarding loosening and altr involving an abg ii stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, hispathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The legal representative of a patient reported: "following a right total joint surgery of (B)(6) 2011, with an implant abg ii, a worsening pain symptoms in the gluteal/right groin, with irradiation to the middle third of the thigh; such symptoms forced her to a progressive lameness with use of the stick. The patient underwent several checks to pinpoint the source of the pain, that led the surgeon to consider necessary, after three years, the removal of the prosthesis. It was therefore subjected to removal of the prosthesis in (B)(6) 2014 and implanted a new one, with regression of the painful symptoms and of lameness. The medical adviser appointed by patient has tied the event to an aseptic loosening of the prosthesis from liberation of metal formed elements, from which it is derived, among other, bone reaction, with resorption and insufficient reintegration".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The legal representative of a patient reported: "following a right total joint surgery of (B)(6) 2011, with an implant abg ii, a worsening pain symptoms in the gluteal/right groin, with irradiation to the middle third of the thigh; such symptoms forced her to a progressive lameness with use of the stick. The patient underwent several checks to pinpoint the source of the pain, that led the surgeon to consider necessary, after three years, the removal of the prosthesis. It was therefore subjected to removal of the prosthesis in (B)(6) 2014 and implanted a new one, with regression of the painful symptoms and of lameness. The medical adviser appointed by patient has tied the event to an aseptic loosening of the prosthesis from liberation of metal formed elements, from which it is derived, among other, bone reaction, with resorption and insufficient reintegration".